Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported the patient was experiencing new back pain that started on (B)(6) 2016. There were no traumas or falls associated with the new pain that had started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.